Event description:
An instance of bezel separation was discovered during inspection of an alaris 8100 pump module. The bezels in question are an aftermarket replacement product and were installed in modules supplied by avante patient monitoring (formerly pacific medical). The issue is similar to that described in avante's urgent medical device recall notification dated march 24, 2021. However, this issue differs in that instead of "cracking and/or separation of the front bezel component posts", the threaded inserts connecting the pumping mechanism frame to the bezel assembly have come loose from the component posts. The posts otherwise appear intact and have not cracked or separated. We believe the resulting risks would be the same as if the posts had cracked or separated. That is, potential issues of free flow, over infusion, under infusion, or interruption of infusion could exist if this problem were to occur.